Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the visceral surgery department that the thread loosened from the needle.

Manufacturer narrative:
A needle has broken at the base of the thread (a small metal part is still on the thread). The second thread loosened in the visceral surgery department. No patient information received at this moment. Samples received: 1 unopened pouch and 2 open units. There are no previous complaints of this code batch of which we manufactured and mostly distributed (B)(4) units in the market. There are 12 units in stock in b. Braun surgical's warehouse. We have received one unopened and two open samples for analysis. 1) needle bending and needle broken complaint; one of the needles received is already bent, the needle has marks of a needle holder near the bent area (as can be seen in the enclosed pictures). Bending test to this needle cannot be performed. The other used sample received has the needle broken in the attachment area, we have also received a piece of a broken thread with a part of the broken needle. There are marks of the needle holder in the attachment area (see also pictures attached). The broken area is at the bottom of the drilled hole. Bending strength test results on this needle is 17.93 nxcm and fulfil product specifications of 17.8 nxcm in minimum. The needle of the unused sample has been tested for bending strength and the results are 18.22 nxcm in minimum and fulfil product specifications of 17.8 nxcm in minimum. 2) needle detachment complaint; we have tested the needle attachment strength of the closed sample received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.64 kgf (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 2.48 kgf in average and 2.22 kgf in minimum and fulfilled ep requirements. As informed in the instructions for use of the product: care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending or breakage. Reshaping needles should be avoided and may result in a loss of their strength and resistance towards bending and breaking.